Event description:
It was reported that the insulin pump alarmed motor error. Afterwards, the display on the insulin pump went blank. The reported blood glucose reading was 131 mg/dl. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. The motor error alarm occurred due to a corroded motor home switch.